Event description:
It was reported that the pump date was incorrect, cause was unknown. Reportedly, the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level of 654 mg/dl and small ketones that were identified as dangerous by a healthcare provider. The customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on 8/15 with issue resolved and no permanent damage. The customer corrected the date and resumed insulin therapy.